Event description:
Blood glucose measured 49 mg/dl and thirty three minutes later measured a result of hi. It was reported a retest was performed within 2 minutes and yielded a result of 53 mg/dl. Reporter stated customer had breakfast and the dr was called. Reporter indicated the dr changed cu rrent dosage of diabetes medications as a result. No medical treatment was reportedly rec'd. A request was made for the return of the suspect device and replacement product was sent.